Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("localised pain") and menstrual disorder ("changes to menstrual cycle"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: some of the symptoms are ongoing. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("localised pain/pain"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic removal of devices). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: some of the symptoms are ongoing. Most recent follow-up information incorporated above includes: on (B)(6) 2021: reporter information, essure lot number and event: abnormal bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer,, and describes the occurrence of device dislocation ('migration of essure'). In an adult female patient who had essure (batch no. B72575) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("localised pain/pain"), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic removal of devices). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: some of the symptoms are ongoing. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 3-dec-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("localised pain") and menstrual disorder ("changes to menstrual cycle"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: some of the symptoms are ongoing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: final was selected. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle") and pelvic pain ("localised pain"). The patient was treated with surgery (laparoscopic removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. The reporter commented: some of the symptoms are ongoing. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 01-mar-2021: insertion date, removal date and events migration of essure, changes to menstrual cycle and localised pain added. On 05-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.